Event description:
It was reported that the pt experienced stimulation in the wrong location with a loss of bladder control. The evening after the date of initial implantation of the pt's implantable neurostimulator, the pt bent over and the stimulation was no longer in the correct location. No info was provided related to the pt's outcome. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).